Event description:
Additional information received indicated episodes of noise resulting in oversensing were also observed on the rv lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The patient presented in-clinic after experiencing episodes of asystole. Upon investigation, a loss of capture and low pacing impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.